Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hyperglycemic event. The sensor was inserted at the abdomen on (B)(6) 2017. Patient's cgm bg value was 350mg/dl while the bg meter value was 506 mg/dl. The patient called for paramedics due to the high bg value. Patient was admitted to the hospital. It is not known what treatment was provided to the patient. At the time of contact, patient is okay. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. It was reported that the cgm was not calibrated every 12 hours. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate, and you might miss a low or high blood glucose value.